Event description:
It was reported that a malfunction occurred with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reappears and confirmed their understanding of the instructions.